Event description:
The pt (B)(6) received an scs system for headaches (off-label). It was reported the pt's ipg was unable to recharge to its full capacity and only provided stimulation for approx two hours. The physician plans to explant and replace the ipg. No further info is available at this time.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.